Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient's developed an infection from the garment rubbing a wound. The patient's physician prescribed an antibiotic and instructed the patient to remove the device until the wound healed. Follow up indicated that the wound was improving but the patient used a vac pump and could no longer wear the lifevest.